Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the atrial lead exhibited a high capture threshold and a failure to sense. The atrial lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout the procedure.